Event description:
Beckman coulter inc. (Bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer declined to provide specific data. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer indicated that they have a procedure implemented to verify unexpected results prior to reporting results outside the laboratory. Greiner lithium heparin separator tubes are used for sample collection. Samples are not re-spun prior to repeat processing. Per customer, the unit was performing within qc specifications. A field service engineer (fse) went on-site (B)(6) 2010. Fse visually inspected the analyzer and verified pipettor alignments and performed a system check which passed within specifications.